Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
Abbott r&d internal testing and code review identified an issue where the readings from one cm3100 system session for one patient (patient a) were incorrectly reported under a different patient (patient b). No patient injury was reported. The issue is currently under investigation. MDR-2025-18122 was created for the second patient (patient b).

Manufacturer narrative:
Fa-q325-hf-1 cardiomems duplicate patient profile advisory notice issued by abbott on 20 aug 2025.

Manufacturer narrative:
CAPA: 139725 has been initiated to investigate this issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformance's were identified that are related to the reported event.